Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 not recording subacute, intermittent from the unit. The device was in use at time of event, there was no adverse event reported.

Event description:
The customer reported that the device only intermittently displayed spo2 readings. The device was in use at time of event, there was no adverse event reported. A philips field service engineer (fse) went to the customer site. The engineer verified the system, it was operational. However, because the customer mentioned that the cables were only working intermittently, the engineer replaced the spo2 cables. Good faith effort made to obtain part number and part description of the spo2 cables, but was unsuccessful.